Manufacturer narrative:
It was reported that these pak needles used in this procedure were discarded and are not available for analysis. On 04/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged a 3 millimeter inferior inaccuracy. The surgeon deemed being inaccurate when navigating the pak needle. The surgeon would be touching the most superior point of a pedicle, however, navigation showed approximately 3 millimeters in the bone. It was exclusive the pak needle and all reusable instruments were accurate. The site opened another pak needle and it had the same inaccuracy. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.